Event description:
It was reported that a programmer device emitted smoke, generated noise, and experienced an unexpected screen shutdown. The device was not in use. The incident took place in a non-clinical environment, and no patient was involved.

Manufacturer narrative:
Correction: the correct health effect- impact code should have been "no health consequences or impact", rather than "no patient involvement".